Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an alert for the device being programmed to monitor only (mo). Also, the system was prompted for high shocking impedance measurement. Additional information received indicates that the physician preferred to stop the v-tachy mode because the patient showed a good ventricular function and did not want to rely on the recommendation of this device. Furthermore, the field representative also indicated that there was a decrease in pacing lead impedance from 1,500 ohms to 450 ohms. The patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.